Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0mr7x, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient fell awhile back and observed decreased efficacy overtime. The diagnostics/troubleshooting performed were impedances were checked which were normal. As a result of what was reported, the system was replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.